Event description:
Per (B)(6) , the pace/sense portion of this lead was capped due to lead fracture. A setrox s 60 was implanted and the shock portion of this linox lead remains active. Should additional info become available, this event will be updated.